Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user fell while skateboarding and the ilet device split at the seam, after which the user transitioned to backup therapy and glucose readings were not affected. Symptoms included no reported adverse events. Outcomes included shipment of a replacement device and instruction to return the damaged unit, with guidance provided to shut down the device and to perform a new startup on the replacement. Investigation included collection of user report and logistics review for replacement and return. Investigation of this case revealed a physical housing separation consistent with external impact to the screen bezel area, with no reported device alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to impact.